Event description:
A malfunction was reported, identified by the code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance to reset the pump, and the customer successfully reset it without the malfunction recurring. The customer was instructed to continue using the pump and advised to call back if the issue returned.